Manufacturer narrative:
The failure investigation has been completed and the touchscreen unresponsive was verified; however based on the analysis, the alleged malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the touchscreen was cracked on 6/10/20, and subsequently became unresponsive on (B)(6) 2020. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 590 mg/dl. Reportedly, customer could not bolus as the pump screen was unresponsive. Subsequently, customer was hospitalized on (B)(6) 2020. Bg was treated with intravenous insulin, saline, and fluids. Reportedly, the customer was still hospitalized at the time of report with tandem technical support, however indicated the issue was resolved.